Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call of hospitalized high blood glucose readings from the insulin pump. The customer's blood glucose reached 500 mg/dl. The customer stated that he was recently diagnosed with lupus and began taking prednisone which caused his blood glucose to be "way out of control". The customer was hospitalized two weeks ago and was off the pump. The customer is currently on injections.